Event description:
It was reported that the morphology template was unable to be updated. No intervention was performed at this time. There were no adverse health consequences, the patient was stable.